Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a burr on the tip of the bd insyte¿ IV catheter vialon-e winged needle. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there was a burr on the tip of the bd insyte¿ IV catheter vialon-e winged needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: 4 photos were returned for investigation. Burr was observed in the returned photos. 1 actual sample in opened packaging was returned for investigation. Actual sample. The actual sample was subjected to visual inspection. A cut was observed on the catheter of the returned sample. The fm was found to be the catheter tubing material due to the cut. DHR:no quality notification was raised for similar nonconformance during the production of this batch. Investigation conclusion: the cut could have been caused by cannula pierced through catheter. The cannula pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. However, there is an automated vision inspection machine, which can detect and reject product with cannula pierced through catheter in the assembly process. Hence, the root cause of the nonconformance could not be determined.